Event description:
Information about the target vessel characteristics and the pt were not provided. Coil embolization for d-avf (dural arteriovenous fistula). The orbit (B) (4) (complaint product) was used after several orbit coils were placed in the target lesion. Resistance was felt when the coil was inserted in the micro catheter (renegade, boston scientific (B) (4)), and the resistance became larger as the coil was advancing further. As the physician pushed the coil with large force finally, the shaft of the delivery system was split off. The hypotube (which was several centimeters out of the y connector) was pulled back and entire delivery system (which was more than 10cm out of the micro catheter) was withdrawn successfully. However, the coil was already stretched (unraveled). The procedure was continued using competitor's product such as boston scientific (B) (4), (B) (4), (B) (4), and (B) (4), and completed without a pt injury.

Manufacturer narrative:
Additional information indicated that the product was new. After removal from the package, the coil or delivery system were not damaged. All IFU guidelines were followed for insertion and continuous flush. The separated shaft was outside the pt body, not inside the pt. The entire coil was removed from the pt still attached to the remainder delivery system. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days or receipt.